Event description:
The ring/washer on a 10mm covidien auto suture structural balloon broke off while the doctor was pushing the mesh through the trocar. He noticed the ring on the mesh before he tacked the mesh in place and retrieved the ring/washer from inside the patient.